Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection revealed no abnormalities, as the lead/tip appeared normal. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations of dislodgement, as laboratory observations and the field report were insufficient to verify dislodgement.

Event description:
It was reported that this right atrial (ra) lead dislodged. Surgical intervention was performed to reposition the lead, which was initially successful. During an attempt to implant a left ventricular (lv) lead, the right atrial lead dislodged again. The physician elected to replace this lead since the dislodgment occurred twice. No additional adverse patient effects were reported. This lead is expected for return.